Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer failed to open and upon logging into the cab, discovered that a pi 55485 error had occurred. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist logged into the cabinet and discovered a pi 55485 error. Ended the application and relaunched it. Customer was then logged into the application and was able to issue medications to her patient successfully. The system functioned as intended after the technical support specialist troubleshot the device.